Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that he was in the pool for 3 minutes. The customer stated that the pump displayed "critical pump error" on the screen. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump had a blank display due to a corroded electronic assembly. The motor, battery tube and corroded battery cap contact was corroded. Unable to verify the critical pump error or perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the blank display. The pump had a cracked case at the battery tube side, minor scratches on the display window, a scratched case, keypad overlay texture damage and a pillowing keypad overlay.